Event description:
The customer reported that while the unit was in use on a patient, the unit shut down and beeped continuously. The pt was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company rep found that a cable had shorted to the front case. He replaced the power cable, power supply, and main board. The unit was tested to factory specification. It functioned normally and was returned to the customer.